Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that before device implant, a stain on the atrium canal was observed. Device was not implanted and replaced.